Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: during preliminary testing, the device aborted functional testing due to low uplink voltage, and the reed switch was stuck in the open position. Additional testing determined that the device was functioning properly, and the open reed switch and low uplink voltage conditions could not be reproduced. Therefore, the root cause could not be determined. Other text : the device was returned to the manufacturer following the patient's death. It was analyzed and subsequently tested out of specification. The patient died in a fatal car crash. Additional information was later received reporting that a full evaluation of the patient's device was done nine days before the patient expired, with normal function reported. Multiple mode switch episodes were noted at that visit, indicative of atrial flutter/fibrillation. The device was reprogrammed four days later to shorten av delays and encourage rv pacing. The cause of death was reported to be motor vehicle accident/blunt trauma, not related to the device or lead system. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed; visual examination: other no conclusion can be drawn.

Event description:
The device was returned to the manufacturer following the patient's death. It was analyzed and subsequently tested out of specification. The patient died in a fatal car crash. Additional information was later received reporting that a full evaluation of the patient's device was done nine days before the patient expired, with normal function reported. Multiple mode switch episodes were noted at that visit, indicative of atrial flutter/fibrillation. The device was reprogrammed four days later to shorten av delays and encourage rv pacing. The cause of death was reported to be motor vehicle accident/blunt trauma, not related to the device or lead system.